Event description:
It was reported that a user experienced recurrent low glucose while using the ilet and initially requested a return due to a preference for more control. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of customer contact records and follow-up with the field team. Investigation of this case revealed that the user decided to continue using the device and did not proceed with a return. It was concluded that the cause of the hypoglycemia was unclear and that no device malfunction could be confirmed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.